Event description:
The pt had two leads from the same lot number. It was reported the pt was not receiving effective therapy from her scs system. A sjm rep met with the pt and determined one of the leads contacts were invalid. Reprogramming with the existing contacts did not cover the pt's desired pain area. X-rays showed no visible lead migration. F/u identified the pt's left lead was replaced and the pt now has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.